Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
(B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event and the patient was hospitalized on (B)(6) 2025. The blood glucose level was 490 mg/dl and the patient was treated intravenous fluids of saline and insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008572 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 23-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008572. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008572 was manufactured according to the work instruction (wi) version 80 and manufactured in the multivac m12 on 10-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 4g06143 was manufactured according to the work instruction (wi) version 27 and manufactured in the quickset line, on 10-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 4g06144 was manufactured according to the work instruction (wi) version 27 and manufactured in the quickset line, on 11-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 4g06098 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing line 04-08, on 10-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.